Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot no: g0905] was returned to the complaints handling unit (chu) for evaluation. Device underwent visual inspection and fracture analysis. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm on synthes chu complaint phone line. Polyaxial driver head broke off into screw. Per complaint form: as the surgeon was driving a 7.0 dia expedium 5.5 ti 7.0 screw into the pedicle of the patient, we heard what appeared to be the driver break. Upon inspection, we found the tip of the polyaxial driver lodged in the shaft of the screw. The screw still needed to be advanced further. We were unable to retrieve the broken tip from the screw. We tried to remove the screw by placing a rod and set screw and backing it out with the counter torque driver but that would not work as the set screw continued to strip inside the poly head of the screw. Eventually, the poly head was removed with a metal cottering bor, the round head of the screw was cut off and a removal instrument from the evolution tray was used to back out the screw. A new screw was then placed in the same hole. No further complications arose.